Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that: "noticed that the t-handle had a crack on the inside after it was taken out of the autoclave.